Manufacturer narrative:
The reported field event of aborted hv therapies and low hv lead impedance was confirmed via review of programmer printouts. A shorted output stage detection alert was observed upon interrogation. The device was tested on the bench and the high voltage output circuitry was found to be damaged. The cause of the damage could not be determined.

Event description:
It was reported that the patient suffered from a vf attack and received therapy. The vf persisted but subsequent shocks were aborted due a low hv lead impedance reading. CPR was initiated and the patient was resuscitated. The patient remained in the ICU in critical condition and on a ventilator support. It was later reported that the patient expired. No further information is available.

Manufacturer narrative:
No medwatch form was received.